Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d6a-d6b. The device was returned to olympus for inspection and the reported failure "no image" was not confirmed. However, the failures "flickering on screen" and it has ¿rainbow colors in the scope image" were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken and therefore the image is purple. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the image is purple, has rainbow colors and it is flickering on screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented flickering on screen, no image and rainbow colors in the scope image. The issue occurred during an unspecified procedure.there were no reports of patient harm.